Manufacturer narrative:
It was reported that a patient was implanted on (B)(6) 2022 with a prodisc l device at l5/s1 level. Following surgery the patient began to experience pain and x-rays revealed that the implant had shifted. The surgeon indicated that there was no problem or malfunction of the device itself. The patient was the revised to a fusion device on (B)(6) 2023. A review of the device history files found no anomalies associated with the complaint. Complaint trending found that the rate of complaints was within the levels established within the risk documentation. The review of the risk assessment found that the harms and hazardous situations associated with the complaint are identified and mitigated to a level where the benefits outweigh the risks. The device was returned and an evaluation and report will be completed by exponent. The pdl removal was completed due to device migration that was causing the patient pain. No cause for the migration was identified and it was stated that there was no problem or malfunction of the device. The cause of the migration is unknown. This report is for 2 of 3 devices involved in this event.

Event description:
It was reported that a patient was implanted on (B)(6) 2022 with a prodisc l device at l5/s1 level. Following surgery the patient began to experience pain and x-rays revealed that the implant had migrated. The surgeon indicated that there was no problem or malfunction of the device itself. The patient was the revised to a fusion device on (B)(6) 2023.